Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 04-nov-2016 from a non-healthcare professional. This case concerns a patient (unspecified demographics) who initiated treatment with synvisc and after an unknown latency developed pain after injecting synvisc. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On an unknown date, after an unknown latency, the patient experienced pain after injecting synvisc and had to go to the hospital. The patient was ok after. Action taken: unknown. Corrective treatment: not reported. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or prolongation. Pharmacovigilance comment: (B)(4) comment dated 10-nov-2016: this case concerns a patient who experienced pain after injecting synvisc. Based upon the nature of the event and the limited information available the causal role of product cannot be denied in the occurrence of the event. However, lack of information of regarding site of injection and pain, technique of injection, medical history and underlying conditions precludes the complete case assessment. Further information regarding patient's clinical course and treatments administered (if any) is required to make comprehensive case assessment.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 04-nov-2016 from a non-healthcare professional. This case concerns a patient (unspecified demographics) who initiated treatment with synvisc and after an unknown latency developed pain after injecting synvisc. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On an unknown date, after an unknown latency, the patient experienced pain after injecting synvisc and had to go to the hospital. The patient was ok after. Action taken: unknown. Corrective treatment: not reported. Outcome: recovered/ resolved a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation. Pharmacovigilance comment: sanofi company comment dated 15-nov-2016: the follow up information received dosenot change previous case assessment. Sanofi company comment dated 10-nov-2016: this case concerns a patient who experienced pain after injecting synvisc. Based upon the nature of the event and the limited information available the causal role of product cannot be denied in the occurrence of the event. However, lack of information of regarding site of injection and pain, technique of injection, medical history and underlying conditions precludes the complete case assessment. Further information regarding patient's clinical course and treatments administered (if any) is required to make comprehensive case assessment.